Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the system's uninterrupted power supply (ups).

Event description:
Customer reported an issue with the panorama central station, which may ave affected telemetry monitoring. No pt injury was reported.